Manufacturer narrative:
No additional information has been provided after multiple efforts were made to obtain same. A supplemental report will be submitted if the information is provided to us.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy on an unstable angina pectoris patient, a noise with aortic pressure waveform was found upon using a radio knife. As a result, the unit was unable to trigger with aortic pressure. The cardiosave was replaced with a cs100 to continue therapy. No patient injury was reported.

Manufacturer narrative:
(B)(6) hospital. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint.

Event description:
It was reported that during cardiosave intra-aortic balloon pump (iabp) therapy on an unstable angina pectoris patient, a noise with aortic pressure waveform was found upon using a radio knife. As a result, the unit was unable to trigger with aortic pressure. The cardiosave was replaced with a cs100 to continue therapy. No patient injury was reported.